Manufacturer narrative:
An eval of the product used during the procedure found that it met specification. The eval concludes that the surgeon was unfamiliar with the product and the technique required to place the device. The surgeon was subsequently advised of proper technique. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During an anterior cervical plate surgery, the surgeon had difficulty placing the screws in a cervical plate. The surgeon was ultimately successful after four attempts to place the device. The info suggests that the event extended the surgery by at least 15 mins and exposed the pt to unnecessary anesthesia. The surgery was completed successfully with no reported adverse outcome to the pt.